Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited ?no disposable, clamp tubing. No adverse patient effects were reported. No additional information is available at this time.